Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.

Event description:
Incoming technical support call. Found during test. According to the reporter, the device is illuminating the service light every time the device is powered up.